Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) lead in stored episodes. It was also noted that when the implantable pulse generator (ipg) was pushed, noise was also observed and reproduced. The ipg was removed and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.